Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while preparing the patient for magnetic resonance imaging, this system with a right atrial (ra) lead and a pacemaker showed a yellow alert for right atrial threshold test not being able to be completed. Also, noisy signals oversensing with pacing inhibition but no asystole and a sudden increase into high, out of range pacing impedances were observed. Lastly, a false signal artifact monitoring episode was also noted due to the atrial lead noise and the minute ventilation feature was disabled. At this time the ra lead has been explanted as it was discovered to be fractured. The pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that while preparing the patient for magnetic resonance imaging, this system with a right atrial (ra) lead and a pacemaker showed a yellow alert for right atrial threshold test not being able to be completed. Also, noisy signals oversensing with pacing inhibition but no asystole and a sudden increase into high, out of range pacing impedances were observed. Lastly, a false signal artifact monitoring episode was also noted due to the atrial lead noise and the minute ventilation feature was disabled. At this time the ra lead has been explanted as it was discovered to be fractured. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while preparing the patient for magnetic resonance imaging, this system with a right atrial (ra) lead and a pacemaker showed a yellow alert for right atrial threshold test not being able to be completed. Also, noisy signals oversensing with pacing inhibition but no asystole and a sudden increase into high, out of range pacing impedances were observed. Lastly, a false signal artifact monitoring episode was also noted due to the atrial lead noise and the minute ventilation feature was disabled. At this time the patient will be monitored, and the pacemaker and ra lead remain in service. No adverse patient effects were reported.